Event description:
It was reported that a patient's implantable cardioverter defibrillator, atrial lead, right ventricular (rv) lead, and left ventricular (lv) lead were explanted due to infection and vegetation. There is no allegation the infection was related to the system or procedure involving the system. A leadless pacemaker was implanted. The patient was stable after the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.